Manufacturer narrative:
Event date: 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available for evaluation however videos were provided. The visual inspection observed the reported external fluid leakage. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during the priming of a prismaflex st150 set, an external fluid leakage was noted. There was no patient involvement. No additional information is available.